Manufacturer narrative:
The customer¿s report of a free flow of heparin was not confirmed. Physical inspection noted the device to be in good condition. Review of the pump module event log shows that prior to the reported possible event dates, the source device was attached to pcu (s/n (B)(4) on (B)(6) 2019 at 11:54 pm and programmed for an infusion of an unknown medication at a rate of 100 ml/hr (vtbi= 50 ml). On (B)(6) 2019 at 12:19 am, the source device was paused for approximately two minutes and restarted. At 12:26 am, the infusion completed and the source device was channeled off. At 12:29 am, the source device was selected and programmed an infusion of an unknown medication at a rate of 100 ml/hr (vtbi= 20 ml). At 12:38 am, the source device was channeled off for unknown reasons. At 6:04 am, the source device was selected and programmed for an infusion of an unknown medication at a rate of 100 ml/hr (vtbi=50ml). At 6:35 am, the infusion completed. At 7:09 am, the source device was channeled off. At 9:05 am, the source device was selected and programmed for an infusion of an unknown medication at a rate of 500 ml/hr (vtbi= 500ml). At 9:09 am, the source device alarmed for a patient side occlusion and was restarted. At 10:09 am, the infusion completed and the source device was channeled off. On (B)(6) 2019 at 7:54 am, the source device was selected and programmed an infusion of an unknown medication at a rate of 0.436 ml/hr (vtbi= 500ml). At 7:59 am, the source device alarmed twice for check IV set and once for flo stop open and was restarted. The device was then selected and the rate was changed to 21.8 ml/hr and restarted. At 8:28 am, the source device was channeled off for unknown reasons. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the customer¿s report of a free flow of heparin was not be identified. Customer did not provide the administration tubing set for investigation.

Event description:
It was reported that there was a free flow of heparin. There was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a free flow of heparin. There was no patient harm.